Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history cannot be performed, due to the lot number not being provided. The investigation determined the reported difficulty and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure a moderate calcified right common femoral artery (rcfa) post procedure and left common femoral artery (lcfa) using the pre-close technique via a 6f sheath hole in both access sites prior and post the transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, a cuff miss occurred with a prostyle device in the rcfa post procedure. A proglide device was used to achieve hemostasis in the rcfa. Reportedly, the plunger of a prostyle device attempted in the lcfa did not deploy. Therefore, the sutures of two proglide devices were successfully pre-placed. The sheath was upsized to a 14f sheath and the tavr was completed. Hemostasis was achieved in the lcfa with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.